Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer declined system check with tandem technical support. Customer reverted to manual injections for insulin delivery. There was no reported adverse impact. No further details were provided.